Manufacturer narrative:
As reported in a research article, treating a childhood cancer survivor with severe aortic and mitral insufficiency using tavr and tmvr. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. It may have occurred due to procedural issues or patient-related complications, but this could not be confirmed. The reported interventions were result of case specific circumstances. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Literature attachment: b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "treating a childhood cancer survivor with severe aortic and mitral insufficiency using tavr and tmvr", was reviewed. The article presented a case study of a 58-year-old female patient with a history of hodgkin lymphoma status post (s/p) mediastinal radiation therapy and recent coronary artery bypass grafting. It was reported that on an unknown date, a 29mm navitor valve was chosen for implant in a step-wise procedure for managing multivalvular disease due to presenting with moderate to severe aortic regurgitation, mild mitral stenosis, and severe mitral and tricuspid regurgitation. During the procedure, with a safari 2 (boston scientific) wire introduction, blood pressure began to drop. A decision was made to reposition the navitor valve for optimal depth prior to deployment. After partial deployment, the patient developed ventricular fibrillation. Cardiopulmonary resuscitation (CPR) was performed, a cannula was inserted in the right femoral artery, and extracorporeal membrane oxygenation (ECMO) was initiated. The patient's blood pressure stabilized to approximately 70mmhg. Transesophageal echocardiography showed the navitor valve had migrated in the aortic direction but was able to resheath and redeploy at the optimal depth of 3-5mm. Ventricular fibrillation persisted despite defibrillation so a decision was made to insert a left atrial cannula for left atrial venting and cardiac rhythm spontaneously converted to normal rhythm. The patient was weaned off of ECMO 6 days post-procedure and transthoracic echocardiography showed a normal functioning navitor valve. The patient received an intra-aortic balloon pump (iabp) to facilitate hemodynamic/volume optimization before progressing to transcatheter mitral valve replacement procedure with a sapien m3 valve. [The primary and corresponding author was pradeep yadav, marcus heart valve center, piedmont heart institute, atlanta, georgia 30309, USA, with corresponding e-mail: pradeep.yadav@piedmont.org].